Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized with an elevated blood glucose (bg) level, value was not provided; cause was unknown. Customer was treated with intravenous fluids of saline and insulin to address the elevated bg. Customer was discharged with the issue resolved and no permanent damage.